Event description:
Boston scientific received information that the patient had complained of diaphragmatic stimulation. Upon review of the lead it was observed that there was loss of capture (loc). The physician in indicated that the rv lead behavior could have been due to the tip of the helix having perforated the heart. The lead was repositioned obtaining good intrinsic amplitudes and impedance readings and good threshold results. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.